Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient had the original surgery in january since then he's gained over 100 pounds. He dislocated his knee and the surgeon put in a new poly and then plated the knee.